Event description:
The customer reported the unit failed to power up on battery power.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up on battery power. The unit was evaluated at philips and the symptom was duplicated. The contacts between the battery and battery pca, were dirty resulting in a loose connection. The contacts were cleaned, and the battery pca was realigned which resolved the reported issue. We are considering this issue the result of an incomplete electrical connection.